Manufacturer narrative:
Initially, it was assessed that this was a brim cap detached issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and it was observed that the device was returned in the condition reported as the brim cap is detached, hemostatic valve and friction ring is missing, as well as, residues of the brim cap and damage were observed on the hub. The issue remains assessed as MDR reportable. The device evaluation was completed on 4/8/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. When the vizigo sheath was taken out of the package, the orange collar on the valve was observed to be missing. It is unknown if the hemostasis valve (gasket) suffered any damage. The orange collar was not inside the packaging. The internal packaging has been discarded. No adverse patient consequences were reported. The sheath was replaced, and the case started. Visual analysis of the returned sample revealed that the brim cap is detached, hemostatic valve and friction ring is missing on the vizigo sheath. Microscopic examination showed evidence of damage and residues of the brim cap on the hub. The device history record (DHR) for the lot number 00001521 has been received and no internal action related to the complaint was found during the review. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the brim cap is detached, and hemostatic valve and friction ring is missing, also residues of the brim cap and damage were observed on hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the residues of brim cap and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 3/24/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. When the vizigo sheath was taken out of the package, the orange collar on the valve was observed to be missing. It is unknown if the hemostasis valve (gasket) suffered any damage. The orange collar was not inside the packaging. The internal packaging has been discarded. No adverse patient consequences were reported. The sheath was replaced and the case started. With the information available, this issue was assessed as a MDR reportable brim cap detached issue.